Manufacturer narrative:
Hospital quality and risk management personnel indicated that their internal investigation had not identified the equipment as the cause of the incident. They also inquired about technical support available for any training issues they may have. In-house failure analysis of bio-console indicated that the device was totally functional with no problems found. Hospital has not released the bp80 to co for evaluation. However, a visual inspection was performed at the hospital by a co service technician on 3/4/97 who indicated the device rotated freely and was free of any anomalies. Visual/functional inspection: bio-console and flow transducer function properly in all modes. Found two segments of the tens digit led on the pressure display are dim. A few of the segments in the timer leds are dim. The dim segments are functioning, however they will be replaced for cosmetic reasons. Unable to duplicate the reason returned. Analysis performed: 3/13/97 performed functional inspection with no problems noted. Ran bio-console and flow transducer-monitored for 24 hours with no problems noted. 3/14/97 opened bio-console-performed visual and electrical inspections with no problems noted. Needs to inland motor conroller capacitor update. Ran bio-console and flow transducer-monitored for 24 hours with no problems noted. 3/15/97 moved cables and tapped various components in the bio-console with no problems noted. Performed electrical and functional inspections on the flow transducer while moving cable with no problems noted. Conclusion/comments: unable to duplicate the reason returned. No malfunctions were noted. The bio-console and flow transducer fucntion properly in all modes. Service to replace the leds with dim segments and performed the required updates. Service to process units per their standard process (preventive maintenance, calibration checks, and final performance inspections and tests).